Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative open button on the keypad. This event had the potential to interrupt delivery. This condition occurred before use. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative open button on the keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review revealed no previous service events were related to the reported condition. A device history review revealed no abnormalities that could be associated with the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).